Event description:
It was reported that the unit lost suction during a procedure. It was further reported that an attempt was made to clear and clean the blockage from the tip of the unit. However, there still was no suction. Another unit was immediately available and the procedure was successfully completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.